Manufacturer narrative:
The dia 5mm ang handle (cev1039-5-b) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported complaint were observed. It was noted that the product lot number (06-01) received for evaluation was different than the product lot# (sav-04-21) reported by the customer. Failure analysis: evaluation of the handle verified the complaint reported by the customer as valid. It is noted that the handle is monopolar and not insulated. Device was compliant with the manufacturing specifications, based on its 2001 production. Root cause analysis: it was determined that the burn was due to the user putting the instrument on the patient's lower abdomen at the time of it's activation, which was warned in the instructions for use (IFU) for electrical safety of the integra microfrance monopolar instruments.

Event description:
A facility reported that during laparoscopy salpingectomy, the device/dia 5mm ang handle (cev1039-5-b) burned the patient above the pubis. It was reported that the "drapes burn on the cable way". Staff heard and seen the burn appearing when they activated the bipolar forceps ("activation of the foot-switch of bipolar scissors"). They stopped the surgery and asked for help from the wound team. The device was changed. It was later reported that the scissors were on the abdomen of the patient. The burn happened at the level of the handle of the scissors. It was reported that there was no significant increase in surgery time.